Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the distal delivery wire was kinked, the main coil was tangled, stretched, broken and the suture was damaged. It is probable that procedural factors encountered during the procedure contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on review of the investigation, it was found that the main coil was broken. There was no clinical consequences to the patient.